Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratched display window, cracked case at display window corner, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer received multiple motor error alarms and no delivery alarms consecutively. The customer stated that the alarms occurred while bolusing and during the fixed prime process. The customer's blood glucose was 132 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.